Manufacturer narrative:
The valve was returned in a vial (in a liquid media). The valve had been tested at the hosp after explantation with a method that does not correspond to integra testing method. Without knowledge of the complete test system, we cannot interpret the results sent with the valve. The valve was tested at integra for pressure/flow specs using the same method as in production. It was found functional with the 3 stages of operation, but just below its specs: 7ml/hr instead of 8ml/hr minimum. The valve manipulations (including the implantation period) prior to testing may have affected the slight variation in the pressure/flow characteristics. The mfg records were reviewed. The valve was tested within specs at time of MFR (9ml/hr). The complaint is verified, since the returned valve is slightly below its specs. However, following the hosp protocol, before implantation, the pt underwent a ventricular test and drained around 100ml/day, i.e. 4ml/hr. Even out of specs, the returned valve should allow this drainage rate. No further investigation or corrective action is deemed required.

Event description:
The physician reported that he explanted a nph low flow valve as the flow rate was too low: the nph low flow valve was implanted in a pt presenting with a partial aqueduct stenosis. Following hosp protocol, a ventricular drainage test was performed, which showed drainage of 100ml/day. The valve was explanted for enlarged ventricles after 3-4 weeks. The valve was replaced and the pt clinical condition improved.